Event description:
Port-a-cath accessed with power loc (huber needle) flushed and leakage of IV fluid noted at bend of needle, removed and replaced with another power loc. Huber needle used to access port-a-cath.